Event description:
Chief of resident was identified as performing actual suturing. Despite due diligence, no further info was made available in regards to relevant events prior to and or following the reported incident. Actual and rep samples were returned for evaluation. All samples passed ethicon requirements, which are equal to or greater than usp requirements. Complaint review for product code z991g for two years (6/1/2003 through 6/1/2005) was conducted and no trends exist for either intra operative suture breakage or needle breakage. Based on sample test results and complaint review, co is unable to draw a conclusion between the device and the reported event.

Event description:
Three needles from the same box broke in half during suturing in surgical case (nephrectomy). One suture (in addition to 3 mentioned above, again from same box) appeared cracked and dry, and the suture itself broke while the knot was being tied.